Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient's scs system lead was replaced because the lead migrated ventral caudal. Replacement of the lead resolved the issue.